Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The patient was trying to charge the implantable neurostimulator (ins) but kept seeing the power on reset (por) on the implantable neurostimulator recharger (insr). The ins battery was half way full. The consumer stated that there was no way the ins could be charged half way because the por screen kept appearing during the recharge attempts. The ins battery was lower than half way full. The patient's ins battery was seen to be charging with full coupling and the insr battery was full. The por was successfully cleared during the call and the charge session was able to be continued. The event of por started about 4 days ago in (B)(6) 2018. It was asked but unclear when the battery was half full. No further complications were reported.